Event description:
Patient fell and experienced a peri-prosthetic fracture requiring removal of stem construct and repair with cables and restoration modular revision stem construct.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a rejuvenate modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: the returned stem was unremarkable. Material analysis indicated: "the trunnion of the modular neck to stem exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process was taking place. The side most affected was the medial side of the neck to stem trunnion. The base alloy was found to be a cr-co-mo alloy consistent with an astm f1537 alloy 1 material. No material or manufacturing defects were observed on the surfaces examined. A review of the patient¿s medical history, including any images from any of the imaging modalities, may be helpful and should be performed to correlate the material findings to the clinical picture." Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received. Material analysis of the returned device found no evidence of material or manufacturing defects.

Event description:
Patient fell and experienced a peri-prosthetic fracture requiring removal of stem construct and repair with cables and restoration modular revision stem construct.

Manufacturer narrative:
An event regarding revision due to fracture involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Device history review of device records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to fracture is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient fell and experienced a peri-prosthetic fracture requiring removal of stem construct and repair with cables and restoration modular revision stem construct.